Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the device showed showed an issue of "blurred image". The issue occurred during a therapeutic laparoscopic procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact in this reported event. No harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found an additional finding of no image. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the actual product had a damaged cable. Therefore, it is assumed that the image and video function did not work properly due to the cable damage and "blurred images" and "no image" occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.